Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the switch and its components revealed a faulty component within the switch compartment.